Event description:
Product was returned as an implant failure after four months. Based on the report, bone condition of the pt was described as moderate and oral hygiene was described as moderate. The pt had a medical history of tobacco use. Surgery was traditional 2 stage on tooth # 4. Fixture was placed with primary closure. No bone augmentation material was used. Four implants, which were implanted on the same date, were explanted on the same day from the pt. (Reference 3005503242/2009/00028, 00029, and 00030.) The doctor indicated that the device was not received damaged or defective such that it did not perform as intended, and that the implant was removed due to bone condition.

Manufacturer narrative:
Should additional information be obtained, a follow-up report will be submitted.

Manufacturer narrative:
Product surveillance contacted the patient to obtain additional information. The patient stated the following. The tubing had become caught on something so the patient pulled the tubing to free it and caused the separation. The patient was unsure of the location of the separation and the lot number for the product involved was unknown. The sample had been discarded and no patient injury or medical intervention was reported.

Event description:
A customer contacted baxter's technical service center to report that he was not connected to the homechoice (hc) machine and fluid was draining out of him without an alarm. Per the initial report, this occurred during drain. The technical service representative (tsr) had the home patient (hp) look to see if the bag had fallen off. The hp stated no, however, the he found the patient line on the floor with no alarms on the hc. The tsr informed the hp to cap himself off and end the therapy on the hc. The hp would start over again using new supplies and the tsr also informed the hp to let his peritoneal dialysis (pd) nurse know what had happen. No patient injury or medical intervention was reported. Product surveillance contacted the nurse in 2009 in an attempt to obtain the product code of the transfer set in use by the home patient (hp) at the time of the separation. The nurse stated that it could have been one of two that the clinic ordered. Product surveillance attempted to contact the hp on several occasions to follow up. Due to unsuccessful attempts at acquiring additional information, this writer has performed due diligence.